Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 19 november 2024, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant. The patient was in normal sinus rhythm. Heparin was administered. The location of the transseptal puncture was inferior and posterior. The left atrial pressure was 12mmhg. The device was implanted after two partial recaptures. Two hours after the procedure, the patient developed hypotension. An echocardiogram showed that the patient had developed a circumferential pericardial effusion, which was noted near the left superior pulmonary vein. The largest dimension was 2cm. The patient required open heart surgery. The patient status was reported as stable.

Manufacturer narrative:
An event for patient effects of pericardial effusion and hypotension was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported pericardial effusion an hypotension could not be conclusively determined. The reported surgical intervention was the results of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.